Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 126 mg/dl and 45 mg/dl. Customer felt hypoglycemic symptoms of sweatiness and disorientation. Customer self-treated with a peanut butter, jelly, and banana sandwich. Customer felt better in about 20 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.